Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. Analysis of the catheter revealed no significant anomaly, catheter body dried drug, blood or foreign material occlusion.

Event description:
The patient reported decreased relief; the patient was having less than 50% therapy relief. The patient was taken to surgery. In the or (operating room), the physician tried to aspirate the catheter, but was not able to. The catheter was occluded. The pump was replaced because eri (elective replacement indicator) was 27 months and a new model catheter was implanted. A portion of the existing catheter was removed; the spinal segment was tied off and left implanted. The patient status was reported as ¿alive-no injury¿. The patient was doing great in the post-op area. The device system was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).